Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported the high flow insufflator failed to reach target pressure during an unspecified procedure. It was not specified if there was a delay to the procedure or how it was completed. There was no reported patient injury or medical intervention associated with this event.